Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found fins and cracked barrels. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.